Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed both the static and dynamic sutures were still attached to the mesh. The dynamic tensioner was noted on the dynamic suture, however, the anchor was detached and not received. No blood residue was observed on the device. No abnormalities were noted with either introducer. Based on the information received and review of the returned components, quality confirmed that the dynamic anchor detached from the tensioner. There was no indication that an attempt to implant the device was made based on the lack of blood residue. It was reported that the dynamic anchor had separated and been loose within the packaging prior to implant. Quality is unable to determine the events leading up to the reported complaint. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. Devices met specification prior to release.

Event description:
According to the available information, the sling was being opened on the back table from the sterile packaging. Upon inspection of the sling, it was noted that the dynamic anchor had separated and the anchor was loose within the sterile packaging before the sling ever touched the back table. Another sling was opened and used on the patient with no issue.

Event description:
According to the available information, the sling was being opened on the back table from the sterile packaging. Upon inspection of the sling, it was noted that the dynamic anchor had separated and the anchor was loose within the sterile packaging before the sling ever touched the back table. Another sling was opened and used on the patient with no issue.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
Supplier investigation was initiated due to being a verified out of box issue and concluded root cause was due to a manufacturing issue. Coloplast initiated an nc [non-conformity] and supplier initiated a CAPA in response to execute corrective actions.